Event description:
Black particles observed in syringe during use. Appear to be from syringe plunger stopper. Reports of several more similar observations were received but with no offending syringes retained. One syringe returned to manufacturer for analysis.